Manufacturer narrative:
The device was returned to olympus, and evaluation of the reported issue is in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the scope cable would not light up the screen during preparation for use. There was no report of patient harm.

Manufacturer narrative:
Updated: d8, h6, h10. Corrected: d9, h3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported no image/scope cable issue could not be confirmed and a root cause of the issue could not be determined, as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.